Event description:
The user facility reported the vitrectomy cutter was not cutting at 4000 cpm, and would not aspirate. There was no medical intervention required and no pt injury reported.

Manufacturer narrative:
Eval completed received one bl5425w pack from lot v2979. The pack was returned in a biohazard bag. This pack contains a 25a vitrectomy cutter which was loose in the pack tray. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates. The cutter aspirated and performed as intended. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 3. See 1920644-2014-00224 and 00225.